Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the device was unable to discharge.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable. The cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.